Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was believed to exhibit a battery depletion (bd) error code and the device was explanted and replaced. The device data was sent to technical services (ts) and it was discussed there was no bd error detected in this device on latitude. It was then requested to ts to confirm whether a patient data (pd) error was triggered and ts confirmed a pd error indeed occurred in this device, which resets patient data and implant date. Further recommendations were provided for the pd error. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was believed to exhibit a battery depletion (bd) error code and the device was explanted and replaced. The device data was sent to technical services (ts) and it was discussed there was no bd error detected in this device on latitude. It was then requested to ts to confirm whether a patient data (pd) error was triggered and ts confirmed a pd error indeed occurred in this device, which resets patient data and implant date. Further recommendations were provided for the pd error. No additional adverse patient effects were reported. The device is expected to be returned for analysis.